Event description:
The customer reported that during use of this drill in oral surgery, it got slightly hot. The user felt the device got hot, discontinued use and obtained another handpiece to complete the surgery. There was not report of injury or surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec received this drill for evaluation & confirmed the reported problem of overheating. During testing, the unit exceeded manufacturer temperature specification due to a dislocated rotor bearing along with air blisters & peeling on the cast stator sleeve. The bur guard in use was also received for evaluation & during testing operated within temperature specifications. The guard was found corroded & overdue for service; last repair was 2006. The handpiece instruction manual warns the user of the following: prior to each use, this drill & all associated equipment must be inspected for proper operation. Ensure all attachments & accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to touch during the test procedure or during surgical use. Warning: use of a drill no functioning properly can result in injury to the patient or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or not kept clean. Continually check all parts of the handpiece & attachments for overheating. Discontinue use & return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. In addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the patient's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use. The service interval for this drill & bur guard is every six months. The customer will be provided additional education.